Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call, the insulin pump had alarmed power error detected. Blood glucose at the time of incident was unknown. Troubleshooting was performed and it was unresolved. Customer's father was advised that the insulin pump needs to be replaced. Insulin pump is returning for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error due to connector resistance issue.